Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a crack near the battery compartment that ran down the back of the pump. The reporter denied damage to the battery cap and moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: a crack at the top of the battery compartment and the pump case seal was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.